Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported receiving a m31 (air detected in cassette) warning during treatment and cancelled treatment. Upon unloading the cassette the patient observed a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and the cycler was replaced. On 06/07/2017, the patient reported she did not complete treatment on the night of the event. The patient reported not having a treatment for one more night while she waited for her replacement cycler. The patient stated she is prescribed to have five treatments per week and that she had no health consequences as a result of missing two treatments that week or from the fluid leak. Furthermore, the patient reported that the cassette was discarded and was not going to be returned for failure analysis. On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported receiving a m31 (air detected in cassette) warning during treatment and cancelled treatment. Upon unloading the cassette the patient observed a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and the cycler was replaced. On 06/07/2017, the patient reported she did not complete treatment on the night of the event. The patient reported not having a treatment for one more night while she waited for her replacement cycler. The patient stated she is prescribed to have five treatments per week and that she had no health consequences as a result of missing two treatments that week or from the fluid leak. Furthermore, the patient reported that the cassette was discarded and was not going to be returned for failure analysis.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported receiving a m31 (air detected in cassette) warning during treatment and cancelled treatment. Upon unloading the cassette the patient observed a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and the cycler was replaced. On (B)(6) 2017, the patient reported she did not complete treatment on the night of the event. The patient reported not having a treatment for one more night while she waited for her replacement cycler. The patient stated she is prescribed to have five treatments per week and that she had no health consequences as a result of missing two treatments that week or from the fluid leak. Furthermore, the patient reported that the cassette was discarded and was not going to be returned for failure analysis.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported receiving a m31 (air detected in cassette) warning during treatment and cancelled treatment. Upon unloading the cassette the patient observed a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and the cycler was replaced. On (B)(6) 2017, the patient reported she did not complete treatment on the night of the event. The patient reported not having a treatment for one more night while she waited for her replacement cycler. The patient stated she is prescribed to have five treatments per week and that she had no health consequences as a result of missing two treatments that week or from the fluid leak. Furthermore, the patient reported that the cassette was discarded and was not going to be returned for failure analysis. On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported receiving a m31 (air detected in cassette) warning during treatment and cancelled treatment. Upon unloading the cassette the patient observed a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and the cycler was replaced. On (B)(6) 2017, the patient reported she did not complete treatment on the night of the event. The patient reported not having a treatment for one more night while she waited for her replacement cycler. The patient stated she is prescribed to have five treatments per week and that she had no health consequences as a result of missing two treatments that week or from the fluid leak. Furthermore, the patient reported that the cassette was discarded and was not going to be returned for failure analysis.